Event description:
Pt in or having surgical procedure. Raz bladder neck suspension, vaginal hysterectomy with anteocele repair. During the procedure as the vaginal mucosa was being closed in the midline, the CT needle broke off. The proximal 1/3 of the needle was retrieved immediately. The distal 2/3 of the needle was lost in the tissue on the left side. Attempts to remove the needle by palpating was not successful. X-ray was used for localization of the needle part but was not successful. Finally, the fluoroscopy machine was used to grasp the broken needle part and the needle was retrieved. No apparent injuries occurred to the pt. Expiration date 7/2001.